Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. It was noted the lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Other than explant damage, there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).